Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot#: va250wu, implanted: (B)(6) 2020, product type: lead. Product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), implanted: (B)(6) 2020, ubd: 14-jan-2024, UDI#: (B)(4). Percept has not been approved in us at this time (although it is approved in the country of this event). Mhy selected as it most closely matches the patient's system and the lead model 3389 is approved under this product code. Common device name: stimulator, electrical, implanted, for parkinsonian tremor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported lead contact 3 was damaged where the temporary boot was placed. It suffered an elongation when the physician tried to retrieve the lead to connect to the extension. It was thought that when the lead was retrieved the boot could have been damaged and extended contact 3. Contact 3 was cut in order to maintain the rest of the contacts, and the physician was able to connect to the available contacts (0, 1 and 2). Intraoperative impedance check showed impedances were okay. It was noted that a filament may have been left and screwed with extension too.